Manufacturer narrative:
On january 26, 2024, mentor received the concomitant device for evaluation. On march 04, 2024, follow-ups were completed, and no additional information was received regarding the returned device or the side of the patient's complication. As such, the device identity was updated to reflect the returned product. Lot: 7649132, serial: (B)(6), expiration date: 11/14/2022, manufacture date: 11/16/2018. A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 22, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that two areas of missing material ( a and b), were found, one (missing material a) on the posterior view, and the second (missing material b) on the anterior view, measuring approximately 0.4 cm x 0.2 cm, and 1 cm x 0.7 cm, respectively. Microscopic examination was performed on the edges of the missing material a and b, and parallel striations were found in an area of the missing material b, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the missing material b could not be identified. In addition, no parallel striations were found in the area of the missing material a. Based on the information currently available, a visual evaluation of the missing material a and a microscopic examination of the missing material b indicates that the implant could have been damaged by an instrument during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 375cc mentor smooth round moderate profile saline breast implants. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.